Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) safety disk has an out of box failure. It would consistently fail the membrane leak test, portion of the pneumatic interface module leak test. There was no patient involvement reported.

Manufacturer narrative:
The fse that encountered the issue replaced the safety disk. The fse completed the preventative maintenance (pm) with full calibration, functional testing, and electrical safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. The following was performed by technician of the maquet failure analysis and testing (fat) department (B)(4). The failure analysis and testing department received the following parts associated with this complaint: pn: 0202-00-0140 sn: (B)(6) safety disk. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department verified the failure of membrane leak tests failed with result of 6mmhg. The factory specification is +-6 mmhg. However, the cardiosave test fixture reported 6 mmhg, the reading is actually higher than 6mmhg. It could possibly be 6.1 mmhg or higher. Retaining the safety disk in the fat dept. As per procedure.